Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. Visual inspection revealed lemo connector jp4 of the power flex circuit pin 3 was burned. The service technician replaced the power flex circuit and unit passed all testing.

Event description:
The customer reported model palmtop ventilator ac adapter is damaged.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.